Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device by the complaint handling unit revealed the positioning groove of the screw has been slightly widened up / damaged. The investigations have shown that the positioning groove of the screw has been slightly widened up due to inadequate handling. The groove is expanded to such an extent, that the plate does not pass the slotted end of the dynamic hip system (dhs) screw any more. In order to ensure a correct load transfer and to prevent such occurrence, it is very important to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. The manufacturing records were reviewed and no complaint related issues were found, the item conforms to our specifications

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications . However, as the product was not received, the investigation could not be completed and no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, the surgeon inserted the lag screw and was then trying to insert the plate, however, the barrel of the plate would not fit over the screw to be able to seat the plate correctly. The surgeon then removed the plate and screw, and had to open a new plate and a new screw which he was able to insert correctly. This product occurrence was not relevant to the health of the patient or user and a 20 minutes delay to the surgery was reported. The product associated with this event has not yet been returned for investigation and no further information was provided. This is report 2 of 2 for complaint (B)(4).